Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was "fine". Reportedly, the customer reverted to manual insulin injections for insulin therapy.